Manufacturer narrative:
Investigation results: visual investigation: at the meniscal component, slight scratches and wear and pressure marks can be found of erratic appearance on the top and bottom side. It cannot be decided clearly if these damages occurred prior or during/after the revision surgery. Furthermore,a conspicuous pressure mark can be found on the bottom side of the fractured fragment of the condyle. The fracture surfaces on the meniscal component as well as the fractured fragment, are not showing any material deviations or abnormalities. There is no indication for a material or manufacturing failure. The fracture surface on the meniscal component may exhibit several regions of crack initiation and propagation based on the found arrest lines. However, due to its shape and form it is not possible to detect the fracture origin or the entire fracture propagation. The tibia plateau does not show any abnormalities and gives no hint regarding the fracture cause of the meniscal component. On the bottom side, evenly distributed bone cement could be found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4 (5) probability of occurrence 2(5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Involved component: no626k - e. Motion fp tibial plateau cemented t6r - 51528937.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with no657 - e.motion fp meniscal component f7r 12mm. According to the complaint description, the implanted e.motion fp inlay is broken dorsally. According to the or report from 2018, already revision to a coupled rt plus system due to lateral ligament instability, especially in mid-flection. Revision: (B)(6) 2018. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).